Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that stent damaged and crossing difficulties were encountered. The 85% stenosed, 3.5x28mm target lesion with no significant bend was located in the moderately tortuous and moderately calcified left anterior descending artery. Pre-dilatation was performed with a non-boston scientific device, and a 28 x 3.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. After removal, it was found that the stent had burrs. The procedure was completed with another of the same device. No patient complications were reported, and patient status was stable post-procedure. However, analysis of the returned device revealed stent detachment.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 28 x 3.50mm was returned for analysis. A visual, tactile and microscopic examination identified that the stent via scope found evidence of stent damage with struts stretched at the mid-section. A visual, tactile and microscopic examination identified no issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the mid-shaft section found no issues. Bumper tip showed no signs of distal tip damage. The stent arrived at the investigation site deployed and detached from the balloon. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure.